Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reported that their pump was replaced on (B)(6) 2024.

Event description:
Information was received from a consumer and a health care provider (hcp) regarding a patient receiving intrathecal bupivacaine and hydromorphone (all unknown concentrations and doses) via an implantable pump for non-malignant pain. It was reported that the reason for the call was to silence a low reservoir alarm (lra). The patient was also in the room and stated that she had an appointment on (B)(6) and they told her the pump was dead and it was not filled. The patient stated that she had magnetic resonance imaging (MRI) and they told her that she did not have to get it checked after the MRI. The patient stated that she did not get it checked after the MRI per the hcp's instruction and then on (B)(6), they told her the pump was dead. The patient stated that the pump was so low, that's why she didn't go through withdrawal. Technical services explained that the pump recovers automatically, and the pump was not dead and that was why they could currently hear the pump alarming. The hcp confirmed that the logs do say "motor stall re covery" on (B)(6). The logs indicated an empty pump alarm occurred on (B)(6). The patient stated that she had vomited twice in 4 days. The patient stated that she wanted the pump turned off but then stated that she wanted it filled. The hcp did not have the medication to fill the pump today. Technical services recommended filling the pump with preservative free normal saline (pfns) or drug asap. The hcp was going to discuss next steps with the physician. The patient mentioned she had a surgery 1 months ago, not related to the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6. Ime code e1020 corrected to e1032. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that the patient was seen in office on (B)(6) 2024 and their interrogation read that their motor had stopped and was non-functional. The hcp advised the patient that the pump would need to be replaced. The patient denied any withdrawal symptoms since their last fill date on (B)(6) 2024. A referral was placed for intrathecal pump (itp) explant by patient request. The patient was seen in office on (B)(6) 2024 for follow up, as they were recovering from acdf (understood to be anterior cervical discectomy and fusion, the previously mentioned surgery) completed in august. The patient was seen on (B)(6) 2024 due to the itp beeping. The manufacturer representative turned off the alarm at the appointment. The patient was still requesting to have the pump removed. The patient had an upcoming appointment on (B)(6) 2024.